Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified as a high drain 101 alarm. The reported condition was verified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. An internal and external visual inspections revealed no problems. A short, simulated therapy was performed successfully, and the device's pneumatic system was checked. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause of the alarm was determined to be a false empty detect and use error of inappropriately programming the initial drain alarm setting. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain alarm. The patient was connected to the device at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of their maximum prescribed cycle fill volume. It was noted that the patient felt overfilled and bloated. The power was cycled to clear the alarm and end therapy. A swap of the device was initiated and the patient was to use continuous ambulatory peritoneal dialysis until the new machine arrived. No patient injury or medical intervention was associated with the reported event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.